Event description:
It was reported that the patient had an MRI performed and tried to give herself a bolus. The patient received an error code of 8476 on the ptm, indicating the pump was stalled. The pump was not interrogated after the MRI. The medication used within the system was unknown, and it was not known if the stall recovered. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).